Manufacturer narrative:
A2. Age at time of event: patient is 18 years or older device evaluated by MFR.: a promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the mildly tortuous and calcified proximal end of the left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was selected for use; however, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the issue occurred while advancing the device inside the body.

Manufacturer narrative:
(A2) age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the mildly tortuous and calcified proximal end of the left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was selected for use; however, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the issue occurred while advancing the device inside the body.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the mildly tortuous and calcified proximal end of the left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was selected for use; however, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.